Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2001 and mesh was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-03667. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy (2009), due to stress urinary incontinence. The patient experienced pain, erosion, recurrent urinary tract infection, dyspareunia, and urine and fecal incontinence. It was reported that patient underwent mesh revision/removal on (B)(6) 2009, (B)(6) 2011 and (B)(6) 2011 for posterior repair with avaulta mesh, lysis of mesh in urethra, and cystourethroscopy. It was reported that the patient underwent mesh excision on (B)(6) 2009 due to mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced some urgency, urge incontinence, leaking urine when coughing and laughing, nocturia and urinary frequency during the daytime. (B)(4).

Event description:
It was reported that following insertion the patient experienced some urgency, urge incontinence, leaking urine when coughing and laughing, nocturia and urinary frequency during the daytime.